Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that reservoir had air bubbles. Customer¿s blood glucose was unknown. Customer reported that the during filling process air bubble occurred. Customer was not able to remove the air bubble. The device will not be returned for analysis.